Event description:
Consumer reported when unit adapter was plugged in the unit, it sparked and caused smoking. The consumer stated the unit worked beautifully and he had it for years. He stated that his doctor increased his medication because he was getting high readings. He took his readings in the bathroom with the unit plugged into an outlet. There was nothing else around or under the device. He stated the adapter was hot and he saw the adapter spark. He pulled the adapter out by pulling on the wire. He stated he was not using the unit, but his doctor stated to use the unit and watch what he ate. His cardiologist gave him more medication because he visited the doctor the reading on the doctor's unit was high. He stated the adjustment to his medication was not based on his omron unit. The consumer stated the unit had four selectors and he thought it had to do with his weight, not how high the unit would inflate. He stated he did not have the adapter anymore since it was melted and he threw it out. He stated the adapter was oval with a curve on top and said 'omron' on it, and it was a 6v adapter. He stated he had other adapters, but they did not fit the unit. He was the only user. He stated other than the adapter sparking and being hot, nothing else happened to the adapter. He stated this occurred around 11-11:30 pm. He initially stated he would not be sending the unit back to us, but then stated he would. He stated he used the same adapter for his relion unit, hem-741creln (sn (B)(6)). He stated there was no damage done to the device or his property. He stated there was only a puff of smoke from the adapter and a spark and that there was no fire.

Manufacturer narrative:
A root cause has not been determined. It has not been confirmed if the device caused or contributed to the reported incident; however, due to the consumer reporting the unit adapter sparking and smoking this medwatch is being filed. The u.s importer is requesting the manufacturer of the device to further investigate this incident. The consumer stated they no longer had the adapter, but they still had the unit. A postage label has been sent for retrieval of the home unit for inspection. The consumer was advised to discontinue use of the unit and offered a replacement unit. The product instruction manual includes following instructions: - store the monitor in a safe and dry location. Do not fold the cuff and tubing tightly. Do not subject the monitor to extreme hot or cold temperatures, humidity, and direct sunlight.

Manufacturer narrative:
A root cause has not been determined. It has not been confirmed if the device caused or contributed to the reported incident; however, due to the consumer reporting the unit adapter sparking and smoking this medwatch is being filed. The u.s importer is requesting the manufacturer of the device to further investigate this incident. The consumer stated they no longer had the adapter, but they still had the unit. A postage label has been sent for retrieval of the home unit for inspection. The consumer was advised to discontinue use of the unit and offered a replacement unit. The product instruction manual includes following instructions: - store the monitor in a safe and dry location. Do not fold the cuff and tubing tightly. Do not subject the monitor to extreme hot or cold temperatures, humidity, and direct sunlight. F7 was updated with new follow-up number. Additional information added to section h10 after investigation by the manufacturer. The device was not returned to the distributor/manufacturer for investigation. The investigation was closed on 12/12/2023. Here is the summary of the manufacturer device investigation: the model has been discontinued since 2003 and the maintenance period has ended. No qa test results since storage period of 7 years has expired. There was no similar event reported for the same model in the past. Unit was not returned by consumer. The device was not received for evaluation; therefore, a device analysis could not be completed. No further investigation required.

Event description:
Consumer reported when unit adapter was plugged in the unit, it sparked and caused smoking. The consumer stated the unit worked beautifully and he had it for years. He stated that his doctor increased his medication because he was getting high readings. He took his readings in the bathroom with the unit plugged into an outlet. There was nothing else around or under the device. He stated the adapter was hot and he saw the adapter spark. He pulled the adapter out by pulling on the wire. He stated he was not using the unit, but his doctor stated to use the unit and watch what he ate. His cardiologist gave him more medication because he visited the doctor the the reading on the doctor's unit was high. He stated the adjustment to his medication was not based on his omron unit. The consumer stated the unit had four selectors and he thought it had to do with his weight, not how high the unit would inflate. He stated he did not have the adapter anymore since it was melted and he threw it out. He stated the adapter was oval with a curve on top and said 'omron' on it, and it was a 6v adapter. He stated he had other adapters, but they did not fit the unit. He was the only user. He stated other than the adapter sparking and being hot, nothing else happened to the adapter. He stated this occurred around 11-11:30 pm. He initially stated he would not be sending the unit back to us, but then stated he would. He stated he used the same adapter for his relion unit, hem-741creln (sn (B)(6) ). He stated there was no damage done to the device or his property. He stated there was only a puff of smoke from the adapter and a spark and that there was no fire.